Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens optic torn in half with two haptics attached to each piece of the optic. The haptics are not damaged. A functional test cannot be performed due to the torn condition of the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The surgeon reported that an adapt-ao iol split in half during implantation into the patient's eye. The incision had to be enlarged and the lens was removed. The injector was reported as feeling slightly stiff. Please reference MDR#: 11119279-2011-00138.